Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse ran the siemens tni-ultra protocol. After the discordant result was obtained, the customer ran quality controls and precision testing, which were acceptable. The customer did not obtain any errors on the instrument or issues with other assays or quality controls around the time of the discordant result. As a precautionary measure, the customer runs all troponin samples in duplicate. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower than the initial result. The sample was repeated twice on an unknown platform, also resulting lower than the initial result. It is unknown which repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2015-00362 was filed on (B)(6) 2015. Additional information ((B)(6) 2015): while a siemens customer service engineer (cse) specialist was initially dispatched to the customer site, the cse discovered that the instrument showed a bacterial growth. The cse performed instrument decontamination. Additionally, the cse found multiple errors while performing a daily cleaning procedure and corrected the errors. The cse ran quality controls, precision testing and a daily cleaning procedure, all of which were acceptable. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.